Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (suj) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿the set up joint vertical (suj) 4 was not free to move¿. The suj unit was installed on the in-house system and the unit did not trigger any errors and moved through its full range of motion with no problem. The unit was then moved to the patient side cart (psc) fixture test platform (pftp) for further testing and the unit passed all tests. During inspection, the tech noticed one of the drape magnets was missing. As a fix, the vertical cover will be upgraded. The complaint regarding ¿the set up joint vertical (suj) 4 was not free to move¿ was not confirmed nor replicated by failure analysis, which indicated that the device did not contribute to the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product to perform analysis. The distal and proximal set up joints (sujs) were analyzed and the reported failure was replicated. The distal suj unit could not be tested due to a missing latch on the wrist housing. The proximal suj was installed on the in-house system and the unit did not trigger any errors and moved through its full range of motion with no problem. Next, the unit was installed on the testing platform and the unit passed all tests. During inspection, one of the drape magnets was found to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting suj not free to move, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the proximal and distal sujs due to the magnetic sensor being damaged. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) devices. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer reported that the set up joint vertical (sujv) 4 was not free to move along its full movement range. A field service engineer (fse) was able to reproduce the problem and replaced the proximal and distal sujs to resolve the reported problem. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) and reported that the set up joint vertical (suj) 4 was not free to move along its full movement range. Tse was contacted for assistance. No related logs were verified in the logs. The tse asked the caller to check for obstructions or damage around the suj and the caller stated that there was not any damage on the arm. The suj was free to move but it was not possible to move the suj along its full range of motion. The tse then asked the caller for a system power cycle with emergency power off (epo), but the caller was not available to do it. The tse supported the caller by phone to manually docking and setup the patient side cart (psc) and the customer was proceeding with the procedure. The procedure was completed as planned with no patient injury. Isi contacted the site and obtained the following additional information regarding this event: the ports were placed on the patient and due to its privacy policy, the hospital did not provide patient demographics nor any relevant tests and patient history.